Manufacturer narrative:
This report is submitted on october 31, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient was placed under sedation on (B)(6) 2018 to perform an integrity test. The implanted device remains and the patient is being clinically managed by the health care provider.